Manufacturer narrative:
The pump passed functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. No bolus deliveries between (B)(6) 2016 and (B)(6) 2016 showed up in the pump bolus history screen, care link pro or the general report. However, the pump was programmed with multiple boluses and was monitored. The boluses were delivered and recorded properly in the bolus history screen, care link pro and the general report. No history anomaly or delivery anomalies were noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the boluses were not being recorded. The boluses were either not saving correctly or not showing up on the report. The customer believed the insulin pump had a delivery anomaly. Customer's blood glucose level was not reported. The displacement test passed. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.